Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg has become inoperable. It is unknown if the ipg prematurely depleted. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.